Event description:
The customer's mother stated that the customer has experienced high blood glucose levels and no delivery alarms for the past week. The mother also stated that the customer was hospitalized today for high blood glucose levels. The reported blood glucose reading was 258 mg/dl. The mother was unable to troubleshoot, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.